Event description:
The customer contact reported a leak below the flush device; subsequently, blood loss was noted. The tubing set was primed with saline and pressurized to 300mmgh. The nurse noted leakage distal to the transducer and blood backing up from the distal port of the patient's triple lumen catheter when attempting to flush the tubing. The reported blood loss was less than 10ml. The nurse clamped the tubing set. The tubing set was replaced and the therapy was resumed. The nurse reported that the leak from the set occurred where a kink in the tubing was noted. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided